Event description:
In this event a dentist reported that they were having issues with neoband cement running out of the band and it went into the gums of a patient and caused an infection.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain additional information. However, since an infection would likely result in the need for intervention, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.